Event description:
Pt had anterior cervical fusion. At this point 4 of the six screws have broken. Pt had add'l surgery after the first two screws broke to stabilize their neck. Six weeks after the second, two more screws in the fist plate broke. Another pt has had the same problem; the other pt's surgery was at the same time as pt's and the same product was used. The dr has since discontinued the use of this particular medical device because of these problems. After the first surgery, pt's neck never fused and the bone graft fractured then the first two screws broke. The dr says that pt may eventually have to have surgery just to remove the screws and plate. He told pt that he had never seen this happen except with the other pt who had the same device implanted at the same time pt did. He says that he has discontinued the use of this product and has written letters to the mereck.